Event description:
The customer reported the sensor plate was intermittently producing lines and bars in images.

Manufacturer narrative:
(B)(4). Service engineer replaced defective di board. He performed calibration and self-tests, including many imaging tests. All functions met specifications. Manufacturer cross-reference #: (B)(4).